Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that high thresholds were observed and confirmed during follow-up evaluations. No patient symptoms were reported. The cause of the elevated thresholds was unknown.